Event description:
The customer reported they were unable to obtain an etco2 value during a patient event. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 value during a patient event. There was no report of negative patient impact. The hospital biomed confirmed that there was no malfunction of the device. The issue was identified as non-philips filterlines were being used at the time of event. The device remains in service.